Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system. A patient sample was tested for accutni and gave a result of 1.13ng/ml. The sample was repeated and gave a result of 0.56ng/ml and when repeated on a different instrument, it gave a result of 0.03ng/ml. The erroneous results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in bd lithium heparin tube and centrifuged for 3 minutes at 7200 rpm. Qc resulted within specifications prior to and on the day of the event. System check performed on (B)(4) 2009 met specifications. A field service engineer (fse) was on-site (B)(4) 2009. Fse replaced the aspirate probes, installed a wash valve kit, ran two system checks and qc and noted all results were "good". A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.